Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV, and right side rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, crease sharp broken on radius, crease fold, missing piece of the shell and stress marks. Base on the device analysis, the final assessment is: a broken crease sharp on radius assessed, as fold flaw opening. Missing shell assessed, as inconclusive.